Manufacturer narrative:
Siemens filed the initial MDR 2432235-2020-00475 on 07-dec-2020. Additional information (19-mar-2021): siemens investigated the event and requested the system log files. The log files were not made available. Siemens investigation determined troubleshooting actions were not performed to resolve the issue, indicating there is no systemic issue. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Siemens is investigating the issue.

Event description:
A discordant, falsely low digoxin result was obtained on a patient sample on an atellica im 1600 analyzer. The discordant result was not reported to the physician(s). The sample was repeated twice for digoxin, resulting higher both times. The repeat results were reported, as the correct results, to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low digoxin result.